Event description:
It was reported by a customer that on (B)(6) 2011, the fiber tip melted at 187,503 joules. Per the customer, nothing detached from the fiber. Add'l info reported by the customer was during set-up the aim test was performed and the laser beam was visible. Performed the procedure, there were no error codes that were displayed on the console when the event occurred. The pt did not experience any injuries as a result of the event. The user did not experience any injuries as a results of the event.